Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed battery test. The failed battery test alarm recurred after troubleshooting. Customer's blood glucose level was 5.6 mmol/l. The power issue persisted after trying a new battery cap. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed pump error 68, 49 and 23 after battery installation. The insulin pump alarmed pump error 75 during self-test, high sleep current noted during testing and detailed trace analysis confirmed pump error 25 and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the insulin pump was monitored and functioned properly. No failed battery test alarms were noted. However, the insulin pump passed rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.